Event description:
It was reported that the buttons on customer's insulin pump are not working. Customer has received multiple button errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.